Event description:
A surgeon reports that the lens folder did not fold the intraocular lens (iol) properly. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
A nurse at the user facility provided additional info indicating there was no pt impact/injury associated with this event.